Manufacturer narrative:
Concomitant medical products: the cause of the pump stop was not identified. The log file indicated system controller exchange that might be the cause of pump stop. The serial number was not provided. Approximate age of device- 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a pump stop and multiple low flow alarms were observed during a routine log file review by the manufacturer's technical service representative. The cause of the pump stop cannot be determined. The system controller was exchanged at the end of the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow hazard alarms, a momentary pump stop, and driveline disconnect events. Although a specific cause for the confirmed pump stops could not conclusively be determined through this evaluation, the pocket controller is designed to protect the heartmate ii left ventricular assist system (lvas) from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A direct correlation between the log file findings and heartmate ii lvas could not be conclusively established through this evaluation. The submitted log file contains data from 06mar2019 at 11:10 through 07mar2019 at 09:24. Frequent low flow hazard alarms were captured for the majority of the file (135 total while the pump speed was above the low speed limit). Estimated flow ranged from 2.1-2.4 lpm for these events. The pump speed did not drop below the low speed limit of 9000 rpm from the beginning of the file through (B)(6) 2019 at 09:21:17. A momentary low speed event was captured on (B)(6) 2019 at 09:21:44 in which the pump speed was captured at 2500 rpm and the low speed hazard alarm was active. A momentary pump stop was captured in the two seconds following this event. An additional pump stop was captured on (B)(6) 2019 at 09:24:22; however, this appeared to be associated with the driveline being disconnected. While the driveline was connected, power ranged from 3.5-5.9 w, estimated flow ranged from 1.9-5.4 lpm, and average pi was between 2.0 and 6.4. Frequent pi events were also captured throughout the file. A specific cause for the low flow hazard alarms, momentary pump stop, and driveline disconnect events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The heartmate ii left ventricular assist system instruction for use (IFU) states that if the driveline disconnects from the system controller, the pump stops. The IFU explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU and the heartmate ii left ventricular assist system patient handbook list all system controller alarms (including low flow hazard, driveline disconnected, and pump off alarms) and the appropriate actions associated with them. This handbook contains an emergency response checklist and urges users to call their hospital contact person if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.